Event description:
Subsequent information indicates that this device declared a battery status of end of life (eol) and was explanted, replaced and to be returned for laboratory analysis. There were concerns that this product was effected by the shortened replacement window advisory.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri). The device was listed on the shortened replacement window advisory, originally communicated on april 5, 2007. Additional information indicates that this device had a monitoring voltage less than 2.65 volts within 27 months of implant. It was stated that this device was going to be replaced and sent back for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.